Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, episodes of undersensing were observed on the device. No further intervention was performed. The patient was stable and will continue to be monitored.